Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. A longevity calculation was performed and revealed the battery depletion was premature based on the device usage. Device image indicated high current drain during the implant period, however, no high current drain sources were observed throughout bench and environmental stress testing. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of premature battery depletion could not be determined.

Event description:
Hold for kh 12/06 it was reported that the remaining battery longevity decreased fasted than expected. Abbott technical support reviewed device session records and suspected a battery malfunction. The device was explanted and replaced to resolve the event and the patient was in stable condition.